Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had air bubbles in the reservoir. The customer stated they changed the infusion set. The customer also reported their blood glucose was 350 mg/dl. The customer also reported a leak occurring when the reservoir was removed. Troubleshooting did not find any issues with the reservoir. The customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected and checked o-rings/stopper groove for anomalies, and none were found. Ran basal, bolus leaking test, and no leaks or air bubbles were noted.